Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 350 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.